Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that the patient with this pacemaker system experienced a syncopal or fall episode. At this time, no adverse patient effects were reported. At this time, the pacemaker remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.